Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the tip of the guide wire became detached. The target lesion was 80% stenosed and located in the left main and circumflex. During treatment of the lesion, the crown of the oad appeared to jump. A perforation was noted and the tip of the guide wire became detached in the circumflex. A stent was deployed in the left main to resolve the perforation, however the detached wire fragment remained in the patient. The patient was in stable condition following the procedure.